Event description:
A malfunction was reported with the pump displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer service assisted the customer with resetting the pump and provided instructions for future issues, advising the customer to report any recurring malfunction codes.